Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating she opened a tampon and the tip was solid hard. The rest of the tampon was falling apart. No injury was reported.